Event description:
It was reported that ¿during the surgical procedure the handpiece heats.¿ no event date was provided. There was no patient impact or injury reported.

Manufacturer narrative:
(B)(4): the device has not been returned for evaluation. Method ¿ no testing methods performed FDA. Results ¿ no results available since no evaluation performed. Conclusion ¿ device not returned. (B)(4)

Manufacturer narrative:
(B)(4): the attachment was evaluated and found to have corroded bearings.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the quality engineering team. As received condition: received indigo motor and angled attachment for evaluation by the engineering group. The condition of the devices showed no significant physical damages. Analysis results: equipment used: test ipc console (provided by s<(>&<)>r). Observations: the indigo motor was connected to the ipc and run at default speed with the angled attachment. The handpiece functioned and sounded normal. The device passed temperature testing with the measured temperature after 1 minute of run-in at 92.3f. Based on the above observations the underlying cause could be determined as the reported complaint ¿heat¿ could not be confirmed. The device was repaired and tested to product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.